Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure using two proglide devices. Reportedly, the suture did not come out when the plunger was retracted. This occurred with both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large bore hole and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures . There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequently to the initially filed MDR, additional information was received via returned device analysis: a posterior foot break not returned was found during evaluation of the returned device. The location of the detached foot is unknown. No additional information provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract contributed to the reported suture retrieval issue and observed posterior foot separation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.